Manufacturer narrative:
Since medical intervention was required to preclude a serious injury, this event is reportable per 21 cfr part 803.

Event description:
Customer got impression material stuck in mouth and had to go to the hospital to get impression mold removed. After removal, the doctor stated the patient's gums were inflamed and bruised.